Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Initial reporter is a synthes sales representative. A service and repair evaluation was completed: the repair technician reported the device handle is broken. Handle cracked/broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. H3, h6: a product investigation was completed: upon visual inspection, it was observed that the handle was broken; broken fragment was returned. The lot number etched on the device is unreadable as there were nicks on the handle. No other issues were identified with the returned device. No dimensional inspection can be performed due to post-manufacturing damage. The current revision of drawings were reviewed. The complaint condition was confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, upon resetting and prepping a tray for surgery, the phenolic resin handle with mini quick coupling of the screwdriver was cracked in three (3) places and almost ready to fall apart. It can no longer be used in surgery safely. This incident did not affect the patient. There is no patient consequence. During the investigation it was noted, the handle was broken. This report is for a handle with mini quick coupling. This is report 1 of 1 for (B)(4).